Manufacturer narrative:
It is unknown if the device will be returned for evaluation, however a device history review should be conducted.

Event description:
The event occurred on an unspecified date and involved a 100" (254 cm) appx 12.3 ml, 15 drop admin set w/rotating luer where the customer reported that during routine clinical use, in a veterinary clinic, it was observed that macrodrip lines continue to free-flow even when the pump door is fully closed and the pump is operating. Harm was not reported as a consequence of this event.

Manufacturer narrative:
Additional information: customer clarified: there was no human patient involvement. It is an animal clinic. B3 - date of event - updated. Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history was reviewed and no nonconformities were found that would have led to the reported complaint.